Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID (B)(6)) was not working properly, it was occluded. The doctor felt that the product was defective. Therefore, it was explanted.